Event description:
As reported, during use of a 5f mynxgrip vascular closure devices (vcd) when trying to pull the unknown groin sheath up with the device to expose the white straw the user encountered resistance. The device did not deploy correctly, and the user was forced to deflate the balloon and hold manual pressure. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. The stopcock of the unknown introducer sheath was opened prior to shuttle down. There was no significant resistance when shuttling down. Excessive force was not applied when shuttling down. Unusual force was not applied when retracting the unknown sheath, but this step is where all of the devices malfunctioned three plus) they were stuck down, and the unknown sheath would not retract up as it felt like the system was locked down. There were no kinks in the unknown sheath or device after removal. It seems there may be an issue with the lot. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The procedure was a diagnostic case with an antegrade approach. The user has used mynx nearly exclusively for diagnostic angiograms for the past seven years and rarely had an issue. The device was not returned as previously expected for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, during use of a 5f mynxgrip vascular closure devices (vcd) when trying to pull the unknown groin sheath up with the device to expose the white straw, the user encountered resistance. The device did not deploy correctly, and the user was forced to deflate the balloon and hold manual pressure. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. The stopcock of the unknown introducer sheath was opened prior to shuttle down. There was no significant resistance when shuttling down. Excessive force was not applied when shuttling down. Unusual force was not applied when retracting the unknown sheath, but this step is where all of the devices malfunctioned three plus) they were stuck down, and the unknown sheath would not retract up as it felt like the system was locked down. There were no kinks in the unknown sheath or device after removal. It seems there may be an issue with the lot. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The procedure was a diagnostic case with an antegrade approach. The user has used mynx nearly exclusively for diagnostic angiograms for the past seven years and rarely had an issue. The device was not returned for analysis. The product history record (phr) review could not be conducted as the lot number was not provided. The reported event ¿sealant device deployment jam¿ could not be confirmed as the device was not returned for analysis and images of the device were not provided. The cause of the failure experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, it could be attributed to the hydrogel pre-swelling. According to the instructions for use, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.